Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure the physician experienced difficulty deploying the helix on the right atrial (ra) lead. Once deployed there was noise and high out of range pacing impedance measurements of greater than 3000 ohms. A possible fracture was suspected. The lead was attempted and not implanted. No adverse patient effects were reported.

Event description:
This report is being filed to report the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.